Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 20-feb-2025, a nurse reported that the user was hospitalized on (B)(6) 2025 due to hypoglycemia, with a blood glucose (bg) level as low as 49 mg/dl when emergency medical services (ems) arrived. Upon hospital admission, the user's bg had increased to 61 mg/dl. The user was at home recovering from pneumonia and dehydration when bg levels dropped, and the user became unresponsive. The user's daughter called ems. The user remained hospitalized until (B)(6) 2025 and received treatment with dextrose-10. The user was wearing a dexcom g7 continuous glucose monitor (cgm) at the time of the event. The nurse indicated that pneumonia may have contributed to the low bg but did not consider it a long-term health issue. The user resumed ilet use after discharge and reported no ongoing issues.